Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was explanted for unknown reason. Device was not returned for evaluation. It was not provided by the customer if outcome was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported. It was reported through the patient outcome that the patient was explanted. The device was not returned for evaluation, and it was not provided by the customer if the outcome was device or therapy related. Additional information revealed that due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17aug2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.